Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event induration (pt: injection site induration), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00025500, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No non-conformances were noted.

Event description:
This MDR is related to MDR 3013840437-2022-00082 referring to the same patient. This spontaneous report was received from a mexican physician and concerns a 78-year-old female patient. She was injected subcutaneously, with a total of 1.5 ml of radiesse, into the bilateral pre-auricular area, as a lifting treatment, on (B)(6) 2022. Batch number was reported as a00025500 (expiry date 06/2023). A lot search in the global safety database was conducted. Radiesse was diluted with 0.7 ml of isotonic saline solution (product preparation issue, off label use of device) and injected with a 27x37 cannula. The patient had no significant pathological history. On (B)(6) 2022, 19 days after the radiesse injection, the patient experienced oedema in the area, redness, increased temperature and suppurating induration. As reported, on induration it drained opaque serohaematic fluid evolved into a whitish seropurulent, non-fetid seropurulent fluid. As corrective treatment, the patient required drainage, lavage and surgical debridement as it involved from the prepylous temporal area to the right submalar region and up to the mandibular area in the left hemiface. The outcome of the events was unknown.

Event description:
This MDR is related to MDR 3013840437-2022-00082 referring to the same patient. Follow-up information was received on 31-may-2022: the batch record review was received and the lot number for radiesse was confirmed as a00025500 (expiry date 06/2023). The event injection site infection was deleted. The events injection site warmth, injection site discharge, injection site oedema and injection site erythema were added.